Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not has clear picture. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure (picture not clear) was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: puncture on cable insulation and failed leak test. A root cause for the reported source could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the puncture on cable insulation and the leak were due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.